Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump clock was running slow and had occasionally rainbow effect on screen. Customer's blood glucose level was unknown. Customer also stated that the up button lost its click response and it was worn down. It was also reported that the insulin pump was failed to give low battery alerts. The device will be returned for analysis.